Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article?

Event description:
It was reported in journal article title: surgical technique: laparoscopic gastric sleeve resection in super-obese patients . Author/s: m. Ilic & s.s. Putnik. Doi: 10.1080/08941939.2017.1289284. Laparoscopic gastric sleeve (lgs) resection in super-obese patients (bmi > 50 kg/m2) is a challenging procedure. The authors have developed a unique approach and technique for lgs with no buttress stapling and without oversewing. A total of 240 laparoscopic gastric sleeve resections (102 patients in the super-obese group; bmi: 58 to 89; 68.6% male patients) were done and included in the study. It was reported that all lgs resections were done with echelon flex 60 mm stapler device (ethicon). Reported complications included early post-operative bleeding (n-2) which was solved in open procedure, port infection (n-2), and neo-fundus (n-1) which was resolved after re-do lgs. It was reported that clear dissection and proper stretching of an empty stomach before positioning the stapler device and firming provide the best success rate. Following period of all operated patients for 9 years are adequate to give positive conclusion about the technique.